Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and normal battery depletion was found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indications prematurely and had elevated thresholds. The ICD was removed and replaced. No patient complications were reported as a result of this event.